Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx limb stent graft extension. Approximately four (4) years post initial procedure, the patient presented with an endoleak (at indeterminate origin). The patient's current condition is unknown. The physician plans to re-intervene but surgery has not been scheduled.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak is identified as a type 1a endoleak. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak occurred that was not included in the event as reported. These findings were discovered during an examination of the 60month post-implant computerized tomography scan. The most likely causation for the type ia endoleak is anatomy related due to the multiple type ii endoleaks observed in the proximal afx2 bifurcated stent graft. Additionally, the proximal aortic neck was unprotected. This was initially an off-label case (iliac artery); however, did not likely contribute to the reported event. Procedure related harms for this complaint could not be determined. The final patient status was reported as being under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B5: describe event or problem ¿ updated g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx limb stent graft extension. Approximately four (4) years post initial procedure, the patient presented with an endoleak (at indeterminate origin). The patient's current condition is unknown. The physician plans to re-intervene but surgery has not been scheduled. After the initial report, the clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak (non-device related) occurred that was not included in the event as reported. The type ii endoleak was discovered during review of the 60month post-implant computerized tomography. Additionally, clinical assessment determined that the indeterminant endoleak was confirmed to be a type ia endoleak.